Event description:
The customer reported being hospitalized for diabetes ketoacidosis and his blood glucose reading was 515mg/dl. Troubleshooting was performed. The customer stated that he was experiencing high blood glucose for several hours. The customer changed the infusion set the day before. The customer bolused for dinner, went to bed, and woke up vomiting. The customer stated that he has changed the site twice and he was not receiving any insulin. The customer stated that he has given over forty units of insulin and his blood glucose did not drop. Advised the customer to revert to back up plan until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.